Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Other #: expiration date unk. Explant date: unk. PMA/510k: this product is manufactured in (B)(4) but not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115 implantable collamer lens, -14.50 diopter, into the patient's right eye (od), on (B)(6) 2004. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted on (B)(4) 2022 and was replaced with a longer lens (vicm5_12.1). The problem was resolved. The lens was discarded. Claim # (B)(4).